Event description:
It was reported that the customer passed away. The caller stated that the customer was in the hospital from (B)(6), due to a possible insulin pump failure. The caller did not know the cause of death, nor the whereabouts of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.